Event description:
It was reported to vyaire medical that high 02 alarm occurred on the bellavista 1000 ventilator. The issue occurred during patient-use and the device was taken off the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.